Manufacturer narrative:
Complaint confirmed. The photos provided confirm that the tip of the inserter broke off. The most likely cause of the reported allegation is prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/16/2023, it was reported by a distributor via sems that (2) ar-3636 knotless 1.8 fibertak anchors broke. The broken fragments were retrieved, and the case was completed using an additional ar-3636 knotless 1.8 fibertak. This was discovered during an instability repair procedure on (B)(6)2023.